Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. The reporter states the usage of the product stopped and there were no further implications for the pt. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a f/u report will be submitted.

Event description:
A nurse reported "pustules after usage of product."